Manufacturer narrative:
Concomitant medical products: product ID: 8711, implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000 mg/ml, 150 mg/day) in an implantable pump for an unknown indication for use. The patient had a history of paraplegia. A pocket infection occurred. It was also reported that on an unknown date a "lead dislodgement" occurred. The information was interpreted as "catheter" dislodgement. There were no known environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed were also unknown. The pump and catheter were explanted on (B)(6) 2008. And it was unknown if the pump was replaced. The issue was considered resolved as of (B)(6) 2017. The pump was discarded by the customer and would not be returned. The status of the catheter was unable to be determined. The patient's status was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.